Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bipolar disorder ("bipolar") and cholecystectomy ("cholecystectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, cesarean section, abdominal adhesions and multiparous. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) only with menstruation"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings") and the first episode of nausea ("nausea"). In 2009, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2011, the patient experienced urinary tract infection ("urinary tract infections") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections") and the second episode of nausea ("nausea"). The patient was treated with surgery (to remove essure implant / hysterectomy (partial)). Essure was removed in 2010. At the time of the report, the pelvic pain, bipolar disorder, cholecystectomy, hot flush, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis, anxiety, depression, the last episode of nausea, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bipolar disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, hot flush, mood swings, pelvic pain, urinary tract infection, vulvovaginal mycotic infection, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: four coils visualized after insertion on the right fallopian tube . 2 coils visualized at the left fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "hot flashes, urinary tract infections, yeast infections, anxiety, depression, bipolar, nausea, dysmenorrhea (cramping), dyspareunia, dyspareunia (painful sexual intercourse), weight gain, hair loss, abdominal pain, mood swings, nausea, dysmenorrhea (cramping) only with menstruation" were added. Product implant date was updated. New reporter were added. Incident": no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bipolar disorder ("bipolar") and cholecystectomy ("cholecystectomy") in an adult female patient who had essure (batch no. 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included syncope. Previously administered products included for pregnancy prevention: birth control pills from april 2009 to july 2009 and birth control pills from january 2008 to march 2008. Concurrent conditions included obesity, cesarean section, abdominal adhesions, multiparous and seizures since 2014. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced abdominal pain ("abdominal pain"). In may 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) only with menstruation"). In june 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings") and the first episode of nausea ("nausea"). In 2009, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2011, the patient experienced urinary tract infection ("urinary tract infections") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections") and the second episode of nausea ("nausea"). The patient was treated with surgery (to remove essure implant / hysterectomy (partial) - removal of uterus). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, bipolar disorder, cholecystectomy, hot flush, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis, anxiety, depression, the last episode of nausea, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bipolar disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, hot flush, mood swings, pelvic pain, urinary tract infection, vulvovaginal mycotic infection, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: four coils visualized after insertion on the right fallopian tube . 2 coils visualized at the left fallopian tube removal details (B)(6) 2010) : normal tubes and ovaries bilaterally. Grossly normal appearing uterus except with dense adhesions from the anterior of fundus to the anterior abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in july 2009: total bilateral occlusion. (B)(6) 2009 - essure confirmation test : everything was successful and both sides are occluded. (B)(6) 2010. Surgical pathology report: (1) uterus, supracervical hysterectomy: endometrium: benign proliferative endometrium. Myometrium: histologically unremarkable. Serosa: foreign body giant cell reaction, hemosiderin-laden macrophages chronic inflammation; negative for malignancy. Other: possible fallopian tube remnant with foreign body giant cell reaction. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, pelvic pain and nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records. Added new reporters, medical history and relevant tests. Updated insertion and removal dates for essure and added lot number (628319). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bipolar disorder ("bipolar") and cholecystectomy ("cholecystectomy") in an adult female patient who had essure (batch no. 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope. Previously administered products included for pregnancy prevention: birth control pills from (B)(6) 2009 and birth control pills from (B)(6) 2008. Concurrent conditions included obesity, cesarean section, abdominal adhesions, multiparous and seizures since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) only with menstruation"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings") and nausea ("nausea"). In 2009, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2011, the patient experienced urinary tract infection ("urinary tract infections") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("yeast infections") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant / hysterectomy (partial) - removal of uterus). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, bipolar disorder, cholecystectomy, hot flush, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis, anxiety, depression, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, mood swings and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bipolar disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, hot flush, mood swings, nausea, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: four coils visualized after insertion on the right fallopian tube . 2 coils visualized at the left fallopian tube. Removal details (B)(6) 2010) : normal tubes and ovaries bilaterally. Grossly normal appearing uterus except with dense adhesions from the anterior of fundus to the anterior abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2009 - essure confirmation test : everything was successful and both sides are occluded. On (B)(6) 2010. Surgical pathology report: uterus, supracervical hysterectomy: endometrium: benign proliferative endometrium. Myometrium: histologically unremarkable. Serosa: foreign body giant cell reaction, hemosiderin-laden macrophages chronic inflammation; negative for malignancy. Other: possible fallopian tube remnant with foreign body giant cell reaction. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, pelvic pain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.